Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor retracted inside the sensor base. There were no broken or missing parts observed during analysis. Reliability analysis was unable to confirm the customer received the sensor damage due to the customer returning an opened/used sensor.

Event description:
Customer reported via phone call sensor anomaly. Customer advised the green light did not blink when connected to the sensor. Customer advised they removed the sensor and there was no cannula. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.